Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons had to be pressed twice to get a respond, display light was dimmer, had scratched screen, insulin pump rejected new batteries, rewind was longer, more frequent no delivery alerts, had motor error and every once in a while where the reservoir go, the reservoir ring popped out and they had to push it back in. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.